Manufacturer narrative:
H.6. Investigation: customer returned photos of an open 8mm, 31g pen needle attached to a pen. Customer states that the cannula is through the shield. The returned photos were examined and exhibited the patient end of the cannula through the inner shield of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. CAPA#131809 was initiated. The cause of the defect was a loss of vacuum in shield load dial causing the shield to be out of alignment during the assembly of the hub cannula assembly. The primary cause of the loss of vacuum was found to be a damaged vacuum pipe which provides vacuum to the shield dial. The secondary cause was found to be blockages in the vacuum pockets holes causing a restriction in the vacuum applied to the shield. H3 other text : see h.10

Event description:
It was reported that pen needle 31x8 english cannula pierced through the shield. This was discovered during use. The following information was provided by the initial reporter: cannula through shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31x8 english cannula pierced through the shield. This was discovered during use. The following information was provided by the initial reporter: cannula through shield.